Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded pacemaker-mediated tachycardia (pmt) episodes in which this patient experienced shortness of breath (sob). Technical services (ts) reviewed, noting the pmt would break in some episodes however sensor pacing resumed and precipitates consistent ventricular atrial conduction, in others. Reprogramming had previously been performed in which the post-ventricular atrial refractory period (pvarp) had been shortened due to an unknown reason. Ts discussed additional programming optimization. This pacemaker remains in service. No adverse patient effects were reported.